Manufacturer narrative:
Date sent to the FDA: (B)(6) 2016. This medwatch follow-up 01 report was sent with article attachment.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent oral & maxillofacial surgery on an unknown date and suture was used. It was reported that patient experienced infection with suture removal on 6th post-operative day. It was also reported that the patient possibly experienced mild wound dehiscence or gaping at the incision site. Additional information has been requested.